Event description:
Patient was placed in supine position. The patient was anticoagulated and measures were performed to ensure no intracardiac thrombus. Pads were placed in the anterior position. Conscious sedation was administered. During cardioversion the patient was shocked at 200j. Post shocking, the physician and rn smelled a prominent burning. It was noted that o2 was off at the time of shocking and the, pads were immediately removed. Patient had redness upon removal of pads without blistering. Pt was evaluated again at 10 and 20 minutes post removal and no further redness noted. Pt. Did not complain of any pain at checks. Manufacturer response for defibrillation electrodes, cadence adult multi-function defibrillation electrodes (per site reporter). Equipment failure reported to distributor on [redacted]. Arrangements made to return remainder of product with same lot #. On [redacted], contact was made with the manufacturer, cardinal health customer service at [redacted] who indicated there was a process for distributor to contact them. Involved pads are available for return to manufacturer for investigation.